Manufacturer narrative:
(B)(4). The reported complaint of "battery failing the battery load test" was confirmed by the field service engineer. The product was not returned for investigation. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance, and storage of the batteries. If battery maintenance was not performed per the iabp operating instructions manual, the battery might not provide the expected minimum run time of operating power. An examination of the device history record (DHR) could not be completed because the DHR information was unavailable, but the service history information was reviewed for the reported complaint and no problems were identified during the review of the service history for this device. According to the service report, the battery was sent to and replaced by the hospital's biomed. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that during preventative maintenance, the pump failed the battery load test. No patient involvement.

Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during preventative maintenance, the pump failed the battery load test. No patient involvement.